Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged and defective. It was determined that the device was heavily corroded. It was further determined that the device failed pretest for vibration, cutter insertion and thimble set screw. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was not working. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.